Event description:
Revision surgery performed due to stem loosening, 8 years and 2 months after the primary surgery.

Manufacturer narrative:
Batch review performed on 08-july-2022. Lot 136200: (B)(4) items manufactured and released on 04-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Femoral component revision performed 8 years after primary cementless total hip arthroplasty in 65 year old male patient. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.